Event description:
A nail, implanted in 2003, broke post-operative and was removed in 2003. Pt was initially treated for an open tibial/fibula fracture with external fixation due to dirty, open fracture in 2003 and then implanted in 2003.